Manufacturer narrative:
72400024, 900972006, balloon fgs 61-70 cm. 72404127, 906081004, control pump fgs iz.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device no longer working. There was a leak in the system. No information about the patient outcome is available at the moment. Additional information was received. Implant did not inflate.